Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. There is no 510(k) for this device as it is eua. Eua (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received discrepant results while using the test kit. Date of event or issue: (B)(6) 2022. Problem description: it is inaccurate. We had several false negatives when covid was present. We saw a positive as suspected as all the covid symptoms were present.

Manufacturer narrative:
B.5. It was reported while using bd veritor¿ at-home covid-19 test discrepant results were obtained. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received discrepant results while using the test kit. ¿ date of event or issue: (B)(6) 2022. ¿ problem description: it is inaccurate. We had several false negatives when covid was present. We saw a positive as suspected as all the covid symptoms were present.

Event description:
It was reported while using bd veritor¿ at-home covid-19 test discrepant results were obtained. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received discrepant results while using the test kit. ¿ date of event or issue: (B)(6) 2022. ¿ problem description: it is inaccurate. We had several false negatives when covid was present. We saw a positive as suspected as all the covid symptoms were present.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding your complaint that alleges customer took a test from the bd veritor at home covid-19 test (material # 256094), batch number unknown; ¿tests came back negative when covid was present¿. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The product instruction for use (IFU) warnings & precautions state, ¿do not attempt to determine test results visually. Only use the scanwell health app, on a smartphone, to determine test results.¿ the root cause was traced to user - failure to follow instructions. A trend analysis for discrepant result was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while using bd veritor¿ at-home covid-19 test discrepant results were obtained. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received discrepant results while using the test kit. ¿ date of event or issue: 04/26/22. ¿ problem description: it is inaccurate. We had several false negatives when covid was present. We saw a positive as suspected as all the covid symptoms were present.